Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 00934 was returned and analyzed. Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for seven applications. After reprogramming, the catheter was connected to the test console and system notice #50005 (the safety system detected fluid in the catheter and stopped the injection) was triggered immediately. Further analysis through dissection and pressure testing revealed a guide wire lumen kink and breach in the balloon section. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.